Event description:
A ¿replace sensor¿ error message was reported with the Abbott Diabetes Care (ADC) device, preventing the customer from obtaining glucose readings. The customer experienced symptoms of lightheadedness, blackout, and leg weakness. Paramedics were called to assist the customer, who was then provided with sugar as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.